Manufacturer narrative:
The events of lymphoma-alcl-suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "giant and painful anaplastic lymphoma probably caused by breast implant and periprosthetic effusion".

Event description:
Healthcare professional reported "a giant and painful anaplastic lymphoma probably caused by breast implant," "periprosthetic effusion," and "lymphoma on device.¿ pathological markers confirming alcl have not been received. The device has been explanted. This represents an unknown side.